Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined. A lot number has been provided. A device history lot number review is pending.

Event description:
The complaint/event occurred on an unspecified date and involved a 203 cm (80") ext set, 3 gang stopcock, 5 microclave® clear, check valve, 4-way stopcock, rotating luer. The device's tubing end reportedly broke in the stopcock, which allowed air entry and lead to a reported gas embolism in the patient. A whitish product leaked onto the ground, which was likely diprivan as determined by the nurse. The leak reportedly came from one of the stopcocks of the device, despite well-connected tubing. During care at 09:00, the line was functioning, no product was leaking and there was no air in the tubing. The issue was observed subsequent to that point in time. Actions taken: the stopcock was immediately closed, and a new stopcock/manifold was used. Echography was performed to assist in elimination of the patient's gas embolism. No further information was provided to date.

Manufacturer narrative:
The complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The device history lot number was reviewed, and no nonconformities were found that would have led to the reported complaint.